Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw (B)(4)) on 07-nov-2017. The most recent information was received on 27-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("severe blood loss") and pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included antidiarrhoeal microorganisms (probiotics), centrum, cyanocobalamin (vitamin b12), estradiol benzoate (ovex), fish oil (krill oil), irbesartan, phosphatidyl serine, ranitidine and ubidecarenone (coq10). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 1 year 3 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/prolonged menses"), anaemia ("anemia and symptoms associated with anemia"), dyspareunia ("painful sexual intercourse") and allergy to metals ("allergic to nickel"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), procedural pain ("painful post-operative recovery"), pain ("physical pain") and emotional distress ("emotional anguish"). The patient was treated with fluid replacement (couple of blood transfusions) and surgery (laparosocpic bilateral salpingectomy with essure removal was done). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, pelvic pain, menorrhagia, anaemia, dyspareunia, allergy to metals, abdominal pain, procedural pain, pain and emotional distress outcome was unknown. The reporter considered abdominal pain, allergy to metals, anaemia, dyspareunia, emotional distress, genital haemorrhage, menorrhagia, pain, pelvic pain and procedural pain to be related to essure. The reporter commented: the seriousness criterion "life threatening ,hospitalization,disability/permanent damage,required intervention was reported, but not specified or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: not provided. Most recent follow-up information incorporated above includes: on 27-jun-2018: legal claim was received and the following information was provided: new reporters lawyer added; essure indication; abdominal pain, painful post-operative recovery, physical pain and emotional anguish were added as event. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5072989) on 07-nov-2017. The most recent information was received on 06-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("left device came two pieces."), genital haemorrhage ("severe blood loss"), device expulsion ("migration of essure device location of device: uterus") and pelvic pain ("pain") in a 35-year-old female patient who had essure (batch no. C22911) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular menstrual cycle, uterine bleeding, menometrorrhagia and spotting between menses. Concomitant products included antidiarrhoeal microorganisms (probiotics), centrum, cyanocobalamin (vitamin b12), estradiol benzoate (ovex), fish oil (krill oil), irbesartan, phosphatidyl serine, ranitidine and ubidecarenone (coq10). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), headache ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, 1 year 3 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/prolonged menses"), anaemia ("anemia and symptoms associated with anemia"), dyspareunia ("painful sexual intercourse") and the first episode of allergy to metals ("allergic to nickel"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), procedural pain ("painful post-operative recovery"), pain ("physical pain"), emotional distress ("emotional anguish"), hot flush ("hormonal changes describe: hot flashes"), nausea ("nausea"), the second episode of allergy to metals ("nickel allergy"), fatigue ("fatigue"), alopecia ("hair loss") and mood swings ("hormonal changes describe: moods"). The patient was treated with surgery (diagnostic laproscopy, bilateral salpinectomy, essure removal, d and c), fluid replacement (couple of blood transfusions, endometriosis ablation), surgery (diagnostic laproscopy, bilateral salpinectomy, essure removal, d and c) and surgery (laparosocpic bilateral salpingectomy with essure removal was done). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, genital haemorrhage, device expulsion, pelvic pain, menorrhagia, anaemia, dyspareunia, abdominal pain, procedural pain, pain, emotional distress, hot flush, vaginal haemorrhage, migraine, headache, nausea, the last episode of allergy to metals, fatigue, alopecia and mood swings outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, anaemia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, emotional distress, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, procedural pain, vaginal haemorrhage, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: the seriousness criterion "life threatening ,hospitalization,disability/permanent damage,required intervention was reported, but not specified or assigned to one of the events. Left tube: 5 trailing coils. Right tube: 4 trailing coils removal date discrepancy occurred in the source document. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion pathology test - on (B)(6) 2017: benign paratubal cysts. On (B)(6) 2018 pathology test was done having result a. Fallopian tube, left, with essure device, salpingectomy: benign fallopian tube with inserted metallic coil device, consistent with essure contraceptive device. Benign paratubal cysts. B. Fallopian tube, right, with essure device, salpingectomy: benign fallopian tube with benign paratubal cysts. Separately submitted within the specimen container is a metallic coil, consistent with essure device. C. Endometrium, curettings: proliferative pattern endometrium. Fragment suggestive of endometrial polyp. No evidence of atypia or malignancy. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; excessive bleeding, cramping, menorrhagia, irregular vaginal bleeding c5000n0 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: quality safety evaluation of ptc - product technical complaint . Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("left device came two pieces."), genital haemorrhage ("severe blood loss"), device expulsion ("migration of essure device location of device: uterus") and pelvic pain ("pain") in a 35-year-old female patient who had essure (batch no. C22911, c5000n0-inavalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular menstrual cycle, uterine bleeding, menometrorrhagia and spotting between menses. Concomitant products included antidiarrhoeal microorganisms (probiotics), centrum, cyanocobalamin (vitamin b12), estradiol benzoate (ovex), fish oil (krill oil), irbesartan, phosphatidyl serine, ranitidine and ubidecarenone (coq10). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), headache ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016 1 year 3 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/prolonged menses"), anaemia ("anemia and symptoms associated with anemia"), dyspareunia ("painful sexual intercourse") and the first episode of allergy to metals ("allergic to nickel"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), procedural pain ("painful post-operative recovery"), pain ("physical pain"), emotional distress ("emotional anguish"), hot flush ("hormonal changes describe: hot flashes"), nausea ("nausea"), the second episode of allergy to metals ("nickel allergy"), fatigue ("fatigue"), alopecia ("hair loss") and mood swings ("hormonal changes describe: moods"). The patient was treated with surgery (diagnostic laproscopy, bilateral salpinectomy, essure removal, d and c), fluid replacement (couple of blood transfusions, endometriosis ablation), surgery (diagnostic laproscopy, bilateral salpinectomy, essure removal, d and c) and surgery (laparosocpic bilateral salpingectomy with essure removal was done). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, genital haemorrhage, device expulsion, pelvic pain, menorrhagia, anaemia, dyspareunia, abdominal pain, procedural pain, pain, emotional distress, hot flush, vaginal haemorrhage, migraine, headache, nausea, the last episode of allergy to metals, fatigue, alopecia and mood swings outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, anaemia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, emotional distress, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, procedural pain, vaginal haemorrhage, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: the seriousness criterion "life threatening ,hospitalization,disability/permanent damage,required intervention was reported, but not specified or assigned to one of the events. Left tube: 5 trailing coils. Right tube: 4 trailing coils removal date discrepancy occurred in the source document. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion pathology test - on (B)(6) 2017: benign paratubal cysts. On (B)(6) 2018 pathology test was done having result a. Fallopian tube, left, with essure device, salpingectomy: benign fallopian tube with inserted metallic coil device, consistent with essure contraceptive device. Benign paratubal cysts. B. Fallopian tube, right, with essure device, salpingectomy: benign fallopian tube with benign paratubal cysts. Separately submitted within the specimen container is a metallic coil, consistent with essure device. C. Endometrium, curettings: proliferative pattern endometrium. Fragment suggestive of endometrial polyp. No evidence of atypia or malignancy. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; excessive bleeding, cramping, menorrhagia, irregular vaginal bleeding c5000n0 is invalid. Most recent follow-up information incorporated above includes: on 1-nov-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5072989) on 07-nov-2017. The most recent information was received on 22-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left device came two pieces.'), genital haemorrhage ('severe blood loss'), device expulsion ('migration of essure device location of device: uterus') and pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no. C22911,cs000n0-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2018 pathology test was done having result a. Fallopian tube, left, with essure device, salpingectomy: benign fallopian tube with inserted metallic coil device, consistent with essure contraceptive device. Benign paratubal cysts. B. Fallopian tube, right, with essure device, salpingectomy: benign fallopian tube with benign paratubal cysts. Separately submitted within the specimen container is a metallic coil, consistent with essure device. C. Endometrium, curettings: proliferative pattern endometrium. Fragment suggestive of endometrial polyp. No evidence of atypia or malignancy. Concurrent conditions included irregular menstrual cycle, uterine bleeding, menometrorrhagia and spotting between menses. Concomitant products included cyanocobalamin, estradiol benzoate (ovex), fish oil (krill oil), irbesartan, minerals nos;vitamins nos (centrum), phosphatidyl serine, probiotics [umbrella term] and ranitidine. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), headache ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/prolonged menses/menorrhagia"), anaemia ("anemia and symptoms associated with anemia"), dyspareunia ("painful sexual intercourse") and the first episode of allergy to metals ("allergic to nickel"), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), procedural pain ("painful post-operative recovery"), pain ("physical pain"), emotional distress ("emotional anguish"), hot flush ("hormonal changes describe: hot flashes"), nausea ("nausea"), the second episode of allergy to metals ("nickel allergy"), fatigue ("fatigue"), alopecia ("hair loss") and mood swings ("hormonal changes describe: moods"). The patient was treated with surgery (ablation, diagnostic laproscopy, bilateral salpinectomy, essure removal, d and c ) and couple of blood transfusions, endometriosis ablation. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, genital haemorrhage, device expulsion, pelvic pain, menorrhagia, anaemia, dyspareunia, abdominal pain, procedural pain, pain, emotional distress, hot flush, vaginal haemorrhage, migraine, headache, nausea, the last episode of allergy to metals, fatigue, alopecia and mood swings outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, anaemia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, emotional distress, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, procedural pain, vaginal haemorrhage, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: the seriousness criterion "life threatening , hospitalization, disability/permanent damage, required intervention was reported, but not specified or assigned to one of the events. Left tube: 5 trailing coils. Right tube: 4 trailing coils removal date discrepancy occurred in the source document. Essure lot number: cs000no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Pathology test - on (B)(6) 2017: results: benign paratubal cysts.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; excessive bleeding, cramping, menorrhagia, irregular vaginal bleeding lot number: c22911 manufacture date: 2014-02 expiration date: 2017-02. Lot number: cs000n0 manufacture date: 2014-10 expiration date: 2017-08. Lot number c5000n0 and cs000no are not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5072989) on 07-nov-2017. The most recent information was received on 12-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left device came two pieces.'), genital haemorrhage ('severe blood loss'), device expulsion ('migration of essure device location of device: uterus') and pelvic pain ('pain') in a 35-year-old female patient who had essure (batch no. C22911,c5000n0 notvalid,cs000no) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2018 pathology test was done having result a. Fallopian tube, left, with essure device, salpingectomy: benign fallopian tube with inserted metallic coil device, consistent with essure contraceptive device. Benign paratubal cysts. B. Fallopian tube, right, with essure device, salpingectomy: benign fallopian tube with benign paratubal cysts. Separately submitted within the specimen container is a metallic coil, consistent with essure device. C. Endometrium, curettings: proliferative pattern endometrium. Fragment suggestive of endometrial polyp. No evidence of atypia or malignancy. Concurrent conditions included irregular menstrual cycle, uterine bleeding, menometrorrhagia and spotting between menses. Concomitant products included cyanocobalamin, estradiol benzoate (ovex), fish oil (krill oil), irbesartan, minerals nos;vitamins nos (centrum), phosphatidyl serine, probiotics [umbrella term] and ranitidine. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), headache ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/prolonged menses/menorrhagia"), anaemia ("anemia and symptoms associated with anemia"), dyspareunia ("painful sexual intercourse") and the first episode of allergy to metals ("allergic to nickel"), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), procedural pain ("painful post-operative recovery"), pain ("physical pain"), emotional distress ("emotional anguish"), hot flush ("hormonal changes describe: hot flashes"), nausea ("nausea"), the second episode of allergy to metals ("nickel allergy"), fatigue ("fatigue"), alopecia ("hair loss") and mood swings ("hormonal changes describe: moods"). The patient was treated with surgery (ablation, diagnostic laproscopy, bilateral salpinectomy, essure removal, d and c and laparosocpic bilateral salpingectomy with essure removal was done) and couple of blood transfusions, endometriosis ablation. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, genital haemorrhage, device expulsion, pelvic pain, menorrhagia, anaemia, dyspareunia, abdominal pain, procedural pain, pain, emotional distress, hot flush, vaginal haemorrhage, migraine, headache, nausea, the last episode of allergy to metals, fatigue, alopecia and mood swings outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, anaemia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, emotional distress, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, procedural pain, vaginal haemorrhage, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: the seriousness criterion "life threatening , hospitalization, disability/permanent damage, required intervention was reported, but not specified or assigned to one of the events. Left tube: 5 trailing coils. Right tube: 4 trailing coils removal date discrepancy occurred in the source document. Essure lot number: cs000no diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Pathology test - on (B)(6) 2017: results: benign paratubal cysts.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; excessive bleeding, cramping, menorrhagia, irregular vaginal bleeding c5000n0 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-nov-2019: pfs received. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5072989) on 07-nov-2017. The most recent information was received on 22-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("left device came two pieces."), genital haemorrhage ("severe blood loss"), device expulsion ("migration of essure device location of device: uterus") and pelvic pain ("pain") in a 35-year-old female patient who had essure (batch no. C22911, c5000n0) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular menstrual cycle, uterine bleeding, menometrorrhagia and spotting between menses. Concomitant products included antidiarrhoeal microorganisms (probiotics), centrum, cyanocobalamin (vitamin b12), estradiol benzoate (ovex), fish oil (krill oil), irbesartan, phosphatidyl serine, ranitidine and ubidecarenone (coq10). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), headache ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, 1 year 3 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/prolonged menses"), anaemia ("anemia and symptoms associated with anemia"), dyspareunia ("painful sexual intercourse") and the first episode of allergy to metals ("allergic to nickel"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), procedural pain ("painful post-operative recovery"), pain ("physical pain"), emotional distress ("emotional anguish"), hot flush ("hormonal changes describe: hot flashes"), nausea ("nausea"), the second episode of allergy to metals ("nickel allergy"), fatigue ("fatigue"), alopecia ("hair loss") and mood swings ("hormonal changes describe: moods"). The patient was treated with fluid replacement (couple of blood transfusions, endometriosis ablation), surgery (diagnostic laproscopy, bilateral salpinectomy, essure removal, d and c). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, genital haemorrhage, device expulsion, pelvic pain, menorrhagia, anaemia, dyspareunia, abdominal pain, procedural pain, pain, emotional distress, hot flush, vaginal haemorrhage, migraine, headache, nausea, the last episode of allergy to metals, fatigue, alopecia and mood swings outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, anaemia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, emotional distress, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, procedural pain, vaginal haemorrhage, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: the seriousness criterion "life threatening ,hospitalization,disability/permanent damage,required intervention was reported, but not specified or assigned to one of the events. Left tube: 5 trailing coils. Right tube: 4 trailing coils removal date discrepancy occurred in the source document. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion pathology test - on (B)(6) 2017: benign paratubal cysts. On (B)(6) 2018 pathology test was done having result a. Fallopian tube, left, with essure device, salpingectomy: benign fallopian tube with inserted metallic coil device, consistent with essure contraceptive device. Benign paratubal cysts. B. Fallopian tube, right, with essure device, salpingectomy: benign fallopian tube with benign paratubal cysts. Separately submitted within the specimen container is a metallic coil, consistent with essure device. Endometrium, curettings: proliferative pattern endometrium. Fragment suggestive of endometrial polyp. No evidence of atypia or malignancy. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; excessive bleeding, cramping, menorrhagia, irregular vaginal bleeding most recent follow-up information incorporated above includes: on 22-oct-2018: pfs received. Events "hormonal changes describe: hot flashes, abnormal bleeding (vaginal), migraines / headaches, migration of essure device location of device: uterus, nausea, hormonal changes describe: moods, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss and left device came two pieces" were added. Reporter, patient and product information added. Lot number, lab data, concomitant conditions were added. Outcome of event cramping was updated as recovered. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5072989) on 07-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("severe blood loss") and pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included antidiarrhoeal microorganisms (probiotics), centrum, cyanocobalamin (vitamin b12), estradiol benzoate (ovex), fish oil, irbesartan, phosphatidyl serine, ranitidine, ubidecarenone (coq10), cataplex b, gastrazyme and zymex. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 1 year 3 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria hospitalization, disability, medically significant and life threatening), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/prolonged menses"), anaemia ("anemia and symptoms associated with anemia"), dyspareunia ("painful sexual intercourse") and allergy to metals ("allergic to nickel"). The patient was treated with fluid replacement (couple of blood transfusions) and surgery (bilateral salpingectomy with essure removal was done). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, pelvic pain, menorrhagia, anaemia, dyspareunia and allergy to metals outcome was unknown. The reporter considered allergy to metals, anaemia, dyspareunia, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: the seriousness criterion "life threatening, hospitalization, disability/permanent damage, required intervention was reported, but not specified or assigned to one of the events. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.